Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 165 mg/dl. The customer¿s expected am fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had contacted her doctor due to the high blood glucose test results. Customer stated the doctor had advised her to perform a second blood glucose test. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/23/2023 and test strips were opened five days prior to call. The meter memory was reviewed for previous test result history (date/time not set): result 1: 101 mg/dl, date: 2/20/2022, time: 11:57 pm, fasting am; result 2: 165 mg/dl, date: 2/20/2022 time: 11:56 am, fasting am; result 3: 132 mg/dl, date: 2/19/2022, time: 12:17 pm, fasting am; result 4: 165 mg/dl, date: 2/19/2022, time: 11:49 am fasting am; result 5: 96 mg/dl, date: 2/18/2022, time: 11:50 pm, fasting am.

Manufacturer narrative:
Sections with additional information as of 07-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.